Event description:
It was reported that the patient experienced hypoglycemia during sleep after disconnecting and pausing the device for soccer practice following a meal announcement, with troubleshooting and education provided regarding insulin on board and exercise. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included a review of the event details with user education on exercise timing relative to meal announcements and insulin action. Investigation of this case revealed no device alarms or malfunctions reported, and the cause of hypoglycemia remained unclear given concurrent recent exercise and active insulin from the meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.